Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6) 2012. During the procedure, the blade of the device did not work properly. The procedure was completed with another like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Poor blade performance. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The blade failed to rotate during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended. Also, the returned blade failed the sharpness test.